Manufacturer narrative:
U.s. Reporting agent notified on (B)(4) 2014. Reported device not marketed in the u.s.; however, similar device is. Manufacturing site eval: samples received: no samples available. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil OEM requirements. This is the 2nd complaint received from this code batch, from the same end customer but occurrence date is different. (B)(4) units of this code batch were manufactured and distributed, no units remain in OEM stock. Remarks: the complaint is justified for isolated detached needles, but the conclusion is not corresponding (not justified), according to the in process control results when this batch was manufactured. Final conclusion: the complaint is not corresponding (not justified).

Event description:
Country of complaint: (B)(6). Upon opening of package, discovered needle was missing.